Manufacturer narrative:
The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial number, date of event, implant date and explant date. The info has not yet been received by inamed. The connector type cannot be identified nor an assumption made so to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. When and if additional info on this case is received, f/u medwatch(s) will be submitted. Erosion is a surgical/physiological complication, and analysis of device generally does not assist inamed in determining a probable cause for this event. Device labeling addresses the possible outcome of erosion as follows: "there is a risk of band erosion into stomach tissue." "Re-operation to remove the device is required."

Event description:
Literature reported that the pt initially presented with symptoms of dizziness and fainting with severe abdominal pain and found to have severe bleeding. Testing found the pt had a "massive gi hemorrhage and circulatory collapse due to erosion, which necessitated emergency laparotomy with retrieval of the band from within the gastric lumen." At laparotomy, the band was found to have eroded into the gastric lumen with intraluminal bleeding from the gastric wall at the erosion site. The band was cut and removed, and the bleeding site was repaired with suturing. The port chamber was removed. Postoperatively the pt recovered well and was discharged on the sixth postoperative day, with normal gastrografin swallow. At 12 months after the emergency operation, pt body mass index is 30.8.